Event description:
The customer reports: the doctor found that catheter and syringe did not fit well. A new kit was obtained , and the procedure finished without issue.

Manufacturer narrative:
Qn#(B)(4). The customer returned various components including an ars and 3-lumen catheter for evaluation. Visual examination of the syringe tip and extension line luer hubs did not reveal any defects or anomalies. The returned ars was secured to each luer hub and flushed. No leaks were detected and the fit was secure. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "to lessen the risk of disconnects, only securely tightened luer-lock connections should be used with this device. Follow hospital protocol to guard against air embolism for all catheter maintenance." The customer report of insecure luer/syringe connection could not be confirmed by the sample received. The ars was able to securely connect to all three luer hubs. A device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: the doctor found that catheter and syringe did not fit well.a new kit was obtained, and the procedure finished without issue.